Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The reported feedback suggests that there is a leakage. Patient IV dressing was soaked wet either with the normal saline they were being infused or the blood coming out from where the IV catheter was connected to smartsite, however, no clinical impact reported.